Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.